Event description:
Customer reportedly obtained results of 448mg/dl, 275mg/dl, and 121mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested returned and no treatment received. Requested return of suspect device and replacement was sent.